Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the suspect device. The reported issue was duplicated and isolated to a transducer based fault related to a current field corrective action.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it was alarming extended high ppeak pressure and circuit occlusion. The customer reported no patient involvement associated with this event.